Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user alleges the left side rear caster just came off the unit.